Manufacturer narrative:
Similar incident was reported to the local food & drug administration office.

Event description:
Product issue was reported with our medical linear accelerator's collimator beam limiting device. While performing a routine morning electron output check, the operator noticed that the electron output was higher than expected and the field light was turned on to verify the field size. The operator noticed that the actual field size did not match the preset value. Prior to performing the qa output check in electron mode, the operator did not notice any interlocks displayed on the control console screen. The operator also did not observed any interlocks or jaw movements on the control console screen during radiation exposure. The problem was corrected after 4 channel v/f (voltage to frequency) printed circuit board was replaced by service prior to treatment, therefore no patients were involved as result of this incident. According to our service group, the customer has not seen any recurrence of this incident. Its important to note, interlock history has been cleared from service mode, so no record is available to confirm if any interlocks were asserted and recorded by the control console system.